Event description:
Patient had size 5 jackson metal tracheostomy with wheel-style inner cannula placed. Respiratory care called to bedside for trach site care the day after placement of the trach. Unable to remove inner cannula for cleaning - it appeared that the inner cannula was fused in place. Could not remove inner cannula without injury to patient. Clinical engineering notified of problem--4th instance of this problem at this institution in this year. Dr from sicu surgical intensive care unit notified immediately for trach tube change at bedside. Patient was unharmed, but had delayed discharge due to trach tube needing to be changed out. Clinical engineering believes there may be a design issue with this "jackson improved" style of trach tube, where secretions can seep between the inner and outer cannula and dry up, which makes it difficult to remove the inner cannula.======================manufacturer response for jackson tracheostomy tube, jackson improved======================no response yet.